Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2005 - patient underwent an abdominal sacrocolpopexy procedure with implant of a bard/davol flat mesh. The hospital summary indicates the patient was admitted postoperatively and treated for suspected infection. The patient had no signs of infection at the surgical site, however, she did have an elevated temperature. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific patient injury and medical records were limited. The hospital summary indicates the patient was admitted postoperatively and treated for suspected infection, however, medical records indicate no actual infection was suffered by the patient. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Not returned to manufacturer.